Manufacturer narrative:
Pump received with minor scratched display window and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted. Motor error alarm during rewind due to corroded motor home switch.

Event description:
Customer reported via phone call that insulin pump would be replaced due to drive support cap notice. Customer's blood glucose was unknown.